Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced. During the evaluation, the downstream adc counts with a fluid filled set were found to be out of specification (high). High adc counts can cause false downstream occlusions and prevent the device from auto-restarting once in an occlusion state. Physical inspection found the downstream pressure plate gap to be out of specification (low). The downstream shim will be reworked and the device recalibrated.

Event description:
It was reported that a spectrum pump had a constant occlusion message. It was also reported there was no patient involvement.